Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The analyst commented the helix extended and retracted fully and within specification.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be fixed to target position, and after repeated operation, the lead helix tip was exposed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.